Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery alarm and displacement tests. The insulin pump had scratches on the lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call high blood glucose and cosmetic damage. Customer's blood glucose level went as high as 471 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose via bolus delivery and manual injections. Customer experienced nausea, stomach aches, vomiting, red hands, red feet, heart raises per nerves and thirst. Troubleshooting for cosmetic damage was performed. Customer advised when they unscrewed the reservoir there were times where the plastic piece would pop up the top and break off. Customer advised the insulin pump would crack as a result of pressure from the reservoir being screwed in very tight. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.